Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen of insulin pump was peeling off and customer can not read the display. Customer stated the scratch was on the lcd screen. Customer stated the insulin pump had cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The p-cap / reservoir locked properly in place and the pump passed the displacement test. The pump was received with minor scratches on the lcd window and a peeling keypad overlay.